Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high threshold due to dislodgement was noted on the right ventricular (rv) lead. Diagnostic imaging confirmed dislodgement, and the rv lead was successfully revised. The patient was stable with no adverse consequences.